Event description:
The reporter contacted animas on (B)(6) 2014 alleging elevated blood glucose (bg) of 27.7 mmol/l without any symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly was ill with a cold/flu at the time of this reported bg elevation. The reporter alleged a history/settings (suspend) issue with the pump at the time of the reported bg excursion. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy and the alleged malfunction was not resolved after troubleshooting efforts.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Review of the pump history revealed an ¿exceeds total daily dose¿ warning on (B)(6) 2015 at 08:26 pm, the pump was suspended. Delivery by the pump was not resumed until (B)(6) 2015 at 12:23 pm. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 24 hours without suspending or any errors, alarms or warnings occurring. During investigation, the pump was suspended and emitted the appropriate audio and visual suspension alert. The pump was able to resume operation after suspension without issue. The keypad was found to be intact without damage and all keypad buttons had normal response when tested. The pump was found to be delivering accurately within the required specifications and without malfunction.

Manufacturer narrative:
Follow-up #2: date of submission 05/18/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.